Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional: customer stated that they are unable to release patient data.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.